Event description:
The recipient reportedly experienced pain at the implant site from constant headaches and pressure. The recipient presented with a thin skin flap. The recipient was advised to cease device use. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed from surgery and pain has resolved. The external visual inspection revealed torn silicone on the top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.